Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became inoperable over time. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
The information in the initial report was inadvertently entered incorrectly.

Event description:
It was reported that the patient's ipg was deemed inoperable, due to communication issues. In turn, troubleshooting measures were taken with no prevail. As a result, the patient may undergo surgical intervention at a later date.